Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted the helix was received stretched and would not retract within specification. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure it was not possible to fixate the helix. Another lead was implanted to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure it was not possible to fixate the helix. Another lead was implanted to complete the procedure. No patient complications have been reported as a result of this event.